Event description:
It was reported that patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced a wound dehisence with a hernia. During the reoperation, the reporter noted that the suture was broken.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.the actual device involved in this event was returned for evaluation. The device was visually evaluated. The sample returned was broken due to mechanical damage to the suture. It was not possible to determine the cause of the damage.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Upon review of additional information it was noted that the event occurred in an animal. It was reported by a veterinarian that an animal had undergone surgery and suture was used. The vet stated that the animal experienced post op suture breakage. (B)(4).